Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a balloon malfunction occurred. The 75% stenosed target lesion was moderately tortuous and moderately calcified in the shunt of left forearm. A mustang balloon catheter was advanced for dilation. During inflation at 9 atmospheres, the balloon inflated slightly but the pressure did not rise above 9 atmospheres. The procedure was completed using the same new encore. There were no patient complications as a result of this event.

Event description:
It was reported that a balloon malfunction occurred. The 75% stenosed target lesion was moderately tortuous and moderately calcified in the shunt of left forearm. A mustang balloon catheter was advanced for dilation. During inflation at 9 atmospheres, the balloon inflated slightly but the pressure did not rise above 9 atmospheres. The procedure was completed using the same new encore. There were no patient complications as a result of this event. It was further reported that the mustang had no issues and was able to inflate with the new encore.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. H6 - device codes: corrected detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.